Manufacturer narrative:
The reported observation of the ipg battery was at eri was confirmed. The root cause of the reported observation was due to a normally depleted battery. The minimum longevity estimate could be 2.25 years up to 2.75 years accounting for tolerances. The device provided 2.2 years at the time of explant. The device had not declared end of life (eol) and had approximately 2 months remaining based on the last program used, so the device would have had the ability to provide 2.4 years of therapy to the end of life (eol). The calculated therapy time of 2.4 years is 96% of the minimum expected longevity range of 2.5 years and over 100% when taking into account the 0.25-year tolerance. Based on the available information and impedance assumption the device had normal battery depletion at the time of explant.

Event description:
Additional information recevied reports that the patient underwent surgical intervention on (B)(6) 2025, in which the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It is reported that the patient's ipg is reaching end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address this issue.